Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, the patient reported that on (B)(6) 2024, they experienced inaccurate cgm values which occurred after the sensor had been inserted in the arm. The patient uses tandem tslim in hybrid closed loop and experienced presyncope and polydipsia. The cgm was reading 125 mg/dl and the blood glucose reading was over 1500 mg/dl. The patient was treated overnight in the hospital with humalog insulin. There was no documentation of further medical evaluation or intervention. The patient was good during the call. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.